Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Samples and pictures were received, and the reported issue was observed. However, a definitive root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the needle hub broke which resulted in leakage at the luer connection. The needle hub has broken during the injection. It cracks when the nurse inserts the needle and the product spreads everywhere during the injection.